Event description:
Patient presented for scheduled cryospray treatment of esophageal squamous cell severe dysplasia (high grade dysplasia, hgd) on (B)(6) 2010. The cryodecompression tube (vent) was not used due to severe stricture (5-7 mm) and thus, active suction was not applied. The patient's abdomen was monitored for distension. Although gas was seen venting from the patient's mouth, the nurse reported that his abdomen was becoming distended and cryospray was stopped. Patient was then dilated with the cre balloon dilator. Patient was sent to the recovery room in stable condition., but with a distended abdomen. Patient was able to ambulate while in the recovery room and felt better. No x-ray was taken, and patient was sent home. Patient's pain worsened and he was advised to go to his local ER. Chest CT showed a large pneumoperitoneum and pneumomediastinum. Bedside paracentesis was performed for air evacuation. Patient was transferred to treating hospital for continued evaluation for potential esophageal perforation. Patient remained stable and did not require surgery. He was discharged to home on (B)(6) 2010 in stable condition.

Manufacturer narrative:
Nurse indicated device operated normally. No errors of built-in test performed at system start-up were noted. Subsequent verification testing of the device by csa. Medical also confirmed the device was performing normally. Nurse indicated he believed cryospray was related to the event. However, physician chose to use system for treatment without the active suction system, outside the scope of the cleared instructions for use. No instructions (or training) exist for use of the csa system without the active suction system. Patient had been treated with cryospray twice prior to the treatment on (B)(6) 2010, with no complications. Patient has a history of severe stricture with dysphagia requiring dilation every 2-3 weeks (from (B)(6) 2009 until approximately (B)(6) 2010).